Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. Dialysis fluid leaked and spilled into the homechoice device during the finishing of therapy. This event occurred while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.